Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient(pt) who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that pt's original system broke due to a fall. Caller couldn't give further detail. Troubleshooting was not required. Patient had system replaced.